Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a lifted etch between pins on a diode and a tranformer on a pace/defib engine board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.